Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The cause of the reported issue could not be determined. The customer received a replacement device and this device was archived by stryker.

Event description:
The distributor contacted stryker to report that their device has noise on the audio guidance. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Event description:
The distributor contacted stryker to report that their device has noise on the audio guidance. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.